Event description:
Customer reported ordering product from adc customer service and never receiving it, and as a result, was not regularly monitoring his blood glucose. Customer then reported going into convulsions and experiencing a seizure. Paramedics were called and transported the customer to a local hospital. The customer was diagnosed with hypoglycemia. Exact treatment administered to stabilize the customer's glucose levels is unknown.

Manufacturer narrative:
The customer will not be returning any product related to this incident. If further information is received regarding this event, a follow-up report will be filed.